Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415074rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture, one involved patients with no patient consequences. The patient was a 70 year old male and their weight information was not provided.

Manufacturer narrative:
H10: this malfunction was determined to be reportable as a malfunction on 12/3/2019 and was reported to the FDA through the quarterly voluntary malfunction summary reporting program. MDR 2020394-2020-00221 was submitted and accepted by the FDA on 01/14/2020. New information was received for this event on (B)(6) 2020 and the file was reassessed and determined to be not reportable; however, since an MDR has already been submitted, the file will remain reportable as a malfunction and a supplemental MDR will be sent to capture this change. H10: the lot number was provided for the malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10:g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415074rx pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture, one involved patients with no patient consequences. The patient was a 70 year old male and their weight information was not provided.